Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided hydrothorax percutaneous drainage catheter placement procedure using a navarre opti drain catheter. Post the procedure, the sure-lok tm thread had digression. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided hydrothorax percutaneous drainage catheter placement procedure using a navarre opti drain catheter. Post the procedure, the sure loktm thread had digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of distal end of the catheter. Thread was not noted on the distal end of catheter and also the photo was not clear. Therefore, investigation is inconclusive for the reported break and material separation issues as the provided photo is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.